Event description:
Medical records received. Operative notes indicate that the patient suffers from dislocation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records received. Operative notes indicate that the patient suffers from dislocation. Doi: (B)(6) 2001- dor: (B)(6) 2001 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records were obtained with this complaint. Provided operative notes have been reviewed. From a medical perspective, based on the information available, the complaint does not appear to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.